Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluated: visual analysis of the returned device identified: one curved opening, delamination of plug strap disk shell, missing of plug strap and yellow particles in device outer/inner surface. Leak test and microscopic analysis was performed which identified one striated opening and one opening punctured. Based on the device analysis the final assessment is: one opening striated in the side anterior assessed as surgical damage. One opening punctured in the side anterior assessed as surgical damage life. Total delamination of plug strap disk shell assessed as adhesive failure. Missing of plug strap assessed as inconclusive.

Event description:
Healthcare professional reported right side deflation. Healthcare professional also reported tissue encasing valve and plug strap separation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Healthcare professional also reported tissue encasing valve and plug strap separation. Device has been explanted.